Event description:
The rn was in the room preparing to assist the patient off of the commode. The patient went into asystole on the monitor. The external epicardial pacemaker was found to be powered off at this time and the pacemaker displayed a self test failure at this time. The pacer was powered back on at ddd 80 with no difficulties within 18 seconds. There was a spare pacemaker left at the bedside. While attempting to get the patient back in bed to switch out the pacer box, the patient went asystolic again. The pacemaker was found to be powered off again. We switched to the back-up pacemaker at this time, with a down time of 35 seconds. The pacemaker never showed an indicator light for low battery, but upon further investigation by the staff a light did appear shortly after the event. The staff did report to me that she closely watched the pacemaker for several hours and the low battery light was shown intermittently in the appropriate corner. The battery was replaced in the failed pacemaker and the staff reported that she has not seen the pacer power off inappropriately. The patient was neurologically at baseline following the event. The physician was notified and the patient was taken to the or for a permanent pacemaker. The patient had a good outcome after the pacemaker implant. We are waiting for biomed to complete their testing of the device.

Manufacturer narrative:
Follow up with the reporter provided additional information that in (B) (6) 2009 an MRI revealed the osteolysis. A revision surgery was performed on (B) (6) 2009 in order to remove the screw, curettage of the tibial cavity and bone filling.

Event description:
It was reported that at approximately four years post op, the patient is having bone resorption on the tibial screw that was used in an acl repair. According to the reporter, the patient is showing signs of osteolysis and inflammation. Original surgery was in 2005. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient's demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to multiple follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation; however, the implant has not been surgically removed, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use ((B) (4)) warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.